Event description:
One incident of a blood leak at the dome portion of the arterial header on the psn 140 dialyzer. Blood leakage was noted visually at the onset of treatment. The dialysis treatment was stopped and blood was not returned to the pt. The amount of blood loss is unknown. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per baxter affiliate.